Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a complaint associated with the z-2061-2017 recall and notes low frequency vibration. The customer reported it is unknown if the unit was in use on patient and if there was patient harm reported.

Manufacturer narrative:
Updated.

Event description:
The customer reported a complaint associated with the z-2061-2017 recall and notes low frequency vibration. Per biomedical engineer the unit was not in use on patient and no patient harm reported.